Event description:
On 08/18: customer reported a male patient undergoing a retrograde pyelogram for kidney stones when the fluoro stopped working at the end of the procedure. The physician was able to take rad pictures to help visualize the anatomy, therefore allowing him to finish the procedure. Customer reported no injuries to the patient.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer found that the unit would not fluoro, but that rad exposure capability was ok. Fse troubleshot system with assistance from lf technical support and found a loose connection in the x-ray generator. Fse tightened connection, verified proper operation using the maintenance section of the installation and service manual pn 751001. Unit was returned to full service by the customer.